Event description:
The event occurred in spain. It was reported that the rotaflow console does not measure volume and beeps during patient treatment. The device was turned off and on by the customer and the flow rate was zeroed which solved the problem. No error message was displayed.no harm to any person has been reported. Due to the reported turning off of the device during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in spain. It was reported that the rotaflow console does not measure volume and beeps during patient treatment. The device was turned off and on by the customer and the flow rate was zeroed which solved the problem. No error message was displayed. No harm to any person has been reported. Due to the reported turning off of the device during treatment a report is required. A getinge field service technician was onsite and was not able to confirm the reported failure. The device passed all tests according to factory specifications and is back in use. Based on the information available at this time, the reported failure could not be confirmed. However, the failure mode can be linked to the following most probable root causes according to the rotaflow risk management file: flow rate not displayed: * zero flow calibration failed * incorrect flow measurement * software error. The review of the non-conformities was performed on 2024-10-25 and during the period of 2016-03-16 to 2024-10-23 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2016-03-16. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.